Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular 46.9 mm in diameter abdominal aortic aneurysm approximately 1 year ago. The aortic neck diameter below the renals is 21 mm, the distal diameter is 23 mm and it is 32 mm long. The investigator assessed there was evidence of unintentional stent graft twisting (180 degree gate and e marker discrepancy of the bifurcated stent graft). The patient was brought to e/r one month post implant due to a one day history of right leg pain. The patient stated pain in the right hip buttock and leg after walking approximately 10 meters. Pain relieved by rest, no change in sensation although decreased strength. There were nil pulses in the right leg capillary refill in 3-4 seconds. Patient was admitted for anticoagulation therapy and cta. Conservative management was elected as symptoms stabilized and risks of procedure outweighed benefits. There was stent graft occlusion was on the right limb/contralateral side (reference patient identifier (B)(6)) and this was assessed to be related to the device and the procedure. Symptoms stabilized; however, the event is unresolved/continuing. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion); lack of information (unknown cause of stent graft occlusion). Evaluation, conclusion: lack of information (unknown cause of stent graft occlusion).